Event description:
Consumer reported complaint for low blood glucose test results. The customer is using true metrix pro meter and test strips which is for multiple patient use. The customer is concerned with test results from results obtained of 59, 63, 49 and 65 mg/dl. The customer¿s expected am fasting blood glucose test result range is 85-95 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 06/20/2025 and open vial date is one month ago. The meter memory was reviewed for previous test result history: result 1: 59 mg/dl , date: on (B)(6) 2024 , time: 4:42 am fasting. Result 2: 63 mg/dl, date: on (B)(6) 2024 , time: 11:29 am fasting . Result 3: 82 mg/dl, date: on (B)(6) 2024 , time: 8:13 am fasting . Result 4: 49 mg/dl, date: on (B)(6) 2024 , time: 5:28 am fasting. Result 5: 65 mg/dl , date: on (B)(6) 2024 , time: 5:27 am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.